Event description:
After the pacemaker was implanted and connected to a unipolar ventricular lead, physician programmed the rate response feature. A bipolar lead test was launched (this test is required for mv sensor activation). Just after test launch, the pacemaker reportedly ceased to deliver pacing during more than 10 seconds, while the programming head was possibly badly positioned. Patient convulsions were reported. Physician attempted to program the nominal mode without success. Pacing eventually resumed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).